Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) surgery at an unknown level to treat a spinal compression fracture due to primary osteoporosis. Sometime postoperatively, the patient presented with pain and a deep infection. The infection was treated with antibiotics and subsided, according to the report. "Vertebral movement was confirmed at the treated level and the surgeon judged that pain control was impossible, therefore an anterior and posterior spinal fusion was performed 19 months post-bkp. Cement was removed and posterior pedicle screw fixation was performed with anterior bone graft. The patient's symptoms were reportedly improved post-operatively.